Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 2.6. Date: (B)(6) 2012, lab: 5.7. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2012, pt was admitted to the hospital for a gi bleed.

Manufacturer narrative:
Investigation pending.